Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with inconclusive analysis. There was no output and no telemetry. It was noted the device was returned with the leads attached and detections were still on so this may have led to the no output/telemetry condition, however this could not be conclusively confirmed. Concomitant medical products: 1580 lead, implanted (B)(6) 2005. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted by a funeral home, analyzed, and tested out of specification. Additional information obtained from the physician's office indicated the cause of death was not related to the out of specification finding. The physician noted the earlier device replacement procedure was routine, the subsequent device checks were normal, and the patient was in the care of a nursing home.